Manufacturer narrative:
Reviewed lot history file d510003. All records were complete and work order of (B)(4) units was manufactured and inspected per procedure. There is a 100% packaging inspection in place which includes 8 different inspection points related to the feet on each unit. All units passed the inspection with no issues. There is a 100% inspection in place after sterilization to look for this defect and all units were found with feet and o-rings present. The probable cause of this defect was that the o-ring sustained a minor stress during the assembly process which was not visible during the in-process and post-sterilization inspections. The o-ring likely broke in transit causing the foot to be loose in the tray. Prior investigation in 2008 for split o-rings revealed, "the discrete failure of the o-ring is most likely related to damage caused during handling and placement of the o-ring. The incidence rate of this failure type, specifically once the device has been through 100% post-sterilization inspection is very low but possible. The potential failure mode is known to the operators". Discussed complaint with assemblers who confirmed that per work order file, all procedures were followed during the manufacturing process. This lot was manufactured prior to the receipt and use of a new o-ring loading tool. This is the 8th complaint of a split o-ring since the 2008 investigation. There have been no further complaints from this production lot. The o-ring used in this work order was from raw materials lot rs10137 which was received, inspected and released for use on 03/09/2015. There have been (B)(4) o-rings from this lot used on finished devices from receipt on 03/09/2015 through present with (B)(4) failures giving a failure rate of (B)(4).

Event description:
Customer reported, "stabilizer broke when connecting product". Chase medical was notified of complaint on (B)(4) 2016 by customer, (B)(6). Per email, this occurred at (B)(6) hospital. Upon receipt of returned device, it was noted stabilizer was unused in its original shipper box and was missing one foot and o-ring which were loose in the shipper box.